Event description:
On (B)(6)2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultralink meter was reading inaccurately high compared to another device (bayer). The complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient reported that the alleged issue began on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿406 and 418 mg/dl¿ with the subject meter and ¿372 and 379 mg/dl¿ on the other device, performed within 30 minutes of each other. Additionally, the patient claimed obtaining blood glucose readings of ¿322, 406 and 418 mg/dl¿ with the subject meter and ¿261 and 76 mg/dl¿ with the subject meter, performed within 30 minutes of each other. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The patient advised that she tests her blood glucose 8 times per day and that she manages her diabetes with insulin pump therapy. It was not reported what changes, if any, she made to her usual diabetes management regimen in response to the alleged issue. The patient reported that approximately one/one and a half hours after the alleged issue began, she developed symptoms of feeling ¿disorientation and sweaty¿ and that she self-treated with food and/or drink on (B)(6) 2017. The patient reported that at an unknown time on (B)(6) 2017, her blood glucose was measured at ¿261 mg/dl¿ on another device (brand not specified). At the time of troubleshooting, the csr confirmed that the unit of measure was set correctly on the subject meter and that an approved sample site was used to obtain the results. The subject products were requested back from the patient and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began.